Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. The patient experienced a similar event the previous day which is documented in medwatch 3003464075-2017-00007. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2016 of a (B)(6) female patient receiving hemodialysis therapy in center on (B)(6) 2016 who experienced hypotension, cramping, nausea and voiding urgency within the first 15 minutes of therapy. The patient was rinsed back and treatment was restarted with another cartridge; however, the patient reported not feeling well and the treatment was ended. No medical intervention was required.